Event description:
The patient called for assistance programming the time and date. The patient received an error alarm and a motor error alarm. Troubleshooting was performed, and no damage to the drive support cap was noted. The unit was not exposed to high magnetic fields. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The unit had cracks on the reservoir tube lip and battery tube threads, as well as a scratched display window. The unit failed the displacement test, and alarmed motor error during the rewind due to an out of phase motor encoder signal.